Event description:
It was reported that the right ventricular (rv) lead showed excessive noise, short interval counts (sic) and triggered a lead integrity alert (lia). A fracture or dislodgement was suspected. The lead was explanted and replaced. It was noted that the patient was taking part in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. (B)(4).